Event description:
It was reported that prior to use a piece of the cap was discovered in tube with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from spanish to english: a piece of the yellow cap is found inside the cat tube. 367986.

Manufacturer narrative:
H.6. Investigation summary. Bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. The photos show a sst tube containing a small piece of what appears to be a piece of yellow hemogard shield in the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use a piece of the cap was discovered in tube with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: a piece of the yellow cap is found inside the cat tube. 367986.